Event description:
Customer reported that he has been changing his infusion set twice a day due to no delivery alarms. The alarms occur during bolus deliveries. Customer's blood glucose was 268 mg/dl. He has been off the device for two days and has been on manual injections. Insulin exited the tubing during a fixed prime. Customer cannot remove the infusion set to check for a bent cannula at this time. He was advised the device is working as designed if insulin is able to exit the tubing. Customer was advised of possible insertion site or occlusion issues. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.